Manufacturer narrative:
Results: brake adjuster.

Event description:
It was reported by service report that the brakes were not holding. There was pt involvement, however, no adverse consequences were reported.